Manufacturer narrative:
The patient was born on an unspecified date in 2005. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to poor environment or source water. The same day as event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic which was discontinued 11 days after event onset. The same day, dianeal therapy was discontinued and hemodialysis was initiated. At the time of this reported the patient was not recovered from this peritonitis. No additional information is available.